Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the subject device was not returned, and a specific root cause of the phenomenon could not be identified with the information received. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. This medwatch is related to the following patient identifier (B)(6).

Event description:
It was reported during a bronchoscopy the balloon was stuck in the patient's trachea. The balloon was inspected prior to the procedure and was found to be functional and intact. It inflated and deflated without incident. However, the balloon was found in the trachea after the linear scope was removed and a bronchoscope was re-inserted into the trachea. The end user retrieved the detached balloon via suction. There was no reported harm to the patient.